Manufacturer narrative:
D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; flow rate was found out of specification. The root cause was determined to be the expulsor. The expulsor was sanded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device flow rate was too high. The event occurred during annual checkup; there was no patient involvement.